Event description:
It was reported that a shaft break occurred. A 3.50 x 12 mm synergy xd drug-eluting stent was advanced to the lesion site for treatment. The stent was initially advanced and then removed intact. Upon re-advancement, the stent failed to inflate. During the second removal, the stent exited the body while still on the guidewire and broke at the stent junction. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and the additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 3.50 x 12 mm synergy xd drug-eluting stent was advanced to the lesion site for treatment. The stent was initially advanced and then removed intact. Upon re-advancement, the stent failed to inflate. During the second removal, the stent exited the body while still on the guidewire and broke at the stent junction. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and the additional details regarding the reported event, but further information was unable to be obtained. The device was returned for evaluation. Visual and tactile inspection revealed multiple kinks along the hypotube shaft. A midshaft break was identified, located from the distal tip. Additionally, breaks were noted in the laser-cut sections from the strain relief. Microscopic analysis showed lifting of the stent struts in the distal section of the stent. The distal stent struts appeared slightly lifted and had shifted over the distal marker band. The balloon cones were examined and found to be intact, with no anomalies noted. The balloon wings were tightly wrapped and evenly folded, indicating they had not been subjected to positive pressure. The bumper tip showed no signs of damage. Functional testing was performed. Due to the midshaft break, a leak was observed at the break site. An inflation aid was attached to the distal end of the midshaft, and the balloon was successfully inflated to its rated burst pressure (rbp) of 16 atmospheres. The balloon inflated and the stent deployed without issue. No additional device anomalies were identified during the returned product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and the additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 3.50 x 12 mm synergy xd drug-eluting stent was advanced to the lesion site for treatment. The stent was initially advanced and then removed intact. Upon re-advancement, the stent failed to inflate. During the second removal, the stent exited the body while still on the guidewire and broke at the stent junction. The procedure was completed with a different device. No patient complications were reported.